Event description:
During a pulmonary vein (pv) procedure, a cardiac effusion occurred. A steam pop was noted was in the anterior aspect of the left superior pulmonary vein while ablating the pv. The patient became hypotensive and an echocardiogram revealed an effusion. No intervention was required to resolve the effusion and the patient is in stable condition. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The event description indicated ablations were performed with an rf power of 40 w. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop.¿, however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.